Manufacturer narrative:
System was used for treatment. Kit lot e322 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #7: blood leak? (Centrifuge chamber) and other (blood leak in centrifuge from unknown origin) and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. The evaluation of the product returned by the reporter was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer reported a blood leak and associated blood leak (centrifuge chamber) alarm during purging air. Customer also reported that she would like to return the kit as they could not see any obvious origin of the leak. Customer reported patient was stable and that they had already resumed her treatment on another instrument. Customer will return the kit for investigation.

Manufacturer narrative:
The kit and smart card data associated with the complaint were returned for analysis. Review of the smartcard data confirmed reported blood leak alarm. The treatment was aborted after processing of 150ml whole blood. The centrifuge bowl and the drive tube were pressure tested to check for leaks. Review of the returned bowl indicated that there is a crack above the weld joint for the bowl and bowl cover. The cause of the blood leak is a crack in the side of the bowl. Root cause of the crack in the bowl could not be determined. (B)(4).